Manufacturer narrative:
The device has been returned for evaluation, however, the investigation is not yet complete. Other missing information is being requested from the user facility and manufacturer, and rwmic will submit a follow up once the evaluation results and if missing information becomes available.

Event description:
Richard wolf medical instruments corporation, hereinafter referred to as rwmic, was made aware of an incident that occurred at the medical center, during patient procedure who was under local anesthesia. The insulation on the tip of the bi-polar probe was burning back even when at a lower setting on generator. A back up device was readily available for use and there was no delay in procedure that caused risk to the patient. The procedure was completed as scheduled. There was no patient/user/staff injury or medical intervention associated with this event.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with missing (results of the device investigation), changed and new information. Missing information: see below for the results of the device investigation. Device investigation: product appearance: used. Complaint condition verified: yes. Repeat repair: no. Met specifications: no. Test method: visual. Probable root cause: user error/misuse. According to the manufacturer, the investigation "of the damaged rf-instrument shows massive wear of the insulation and thermal damages. In october 2017 internal tests have shown that under the given setting a similar damage could not be reproduced. Therefore, it is likely that the user didn't follow the instructions of use. The instruction of use includes mechanical, electrical and thermal conditions which could have led to such damages. Warnings that should prevent these conditions are also available. By following the given instruction such damage cannot occur." The complaint is not valid:: damage is not manufacturing related. No product fault detected. Action required: repair of product is not possible. Complete new instrument is necessary. Device was scrapped. Changed: device was evaluated. Device labeling (bb-a 208-1) was reviewed for device codes, see below: 6.2.3 rf application. Follow the "notes and instructions on hf applications", order no.: ga-s 002 and ga-a 208 or ga-a260. Warning! Danger of injury if the rf instrument is not visible through the scope! Inadvertent tissue damage as well as damage to the distal end of the endoscope and instrument parts is possible. Use rf instruments only within the scope of their specifications (voltage strength, mode). Activate rf instruments only when the part conducting rf current has become fully visible through the scope and contact is made with the application area. Caution! Excessive rf voltage! Danger of injury from damaged insulation on rf instruments! Exceeding the maximum recurring peak voltage of the rf instrument in conjunction with rf surgical devices and/or selecting the wrong mode can destroy the insulation and cause leakage currents. The patient, user or others can suffer thermal tissue damage. Use rf instruments in conjunction with rf surgical devices only at a max. Recurring peak voltage of 400 vp . Warning! Rf sparking! Danger of injury due to incorrect rf application and insufficient distance between parts conducting high frequency current and other conductive parts. Parts conducting high frequency current in rf instruments must have a safety distance of at least caution! Wrong selection of rf output power! Injuries to the patient as well as damage to the product are possible. The power should be set on the basis of the surgeon's experience and training in view of the corresponding indication. Observe the increased voltage in the case of bipolar cutting modes. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.

Event description:
The purpose of this submission is to report the results of the device investigation to the FDA. This MDR is being submitted as part of a retrospective review of all 2016-2018 complaint files that rw mic is conducting. A review of the file revealed the investigation report was not submitted to the FDA. This submission is to rectify that deficieny.